Manufacturer narrative:
The correct replacement device serial number for the left device is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/28/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile 325cc saline breast implant, catalog number 3501650, lot number 111717. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor smooth round moderate profile 325cc saline breast implants which the left deflated and there was bilateral capsular contracture baker grade iii after implantation. The issue was confirmed by the doctor on (B)(6) 2018. The left implant was noted deflated and the capsuled was noted with significant thickening and there was a tightening of the breast lumen. The right implant was intact with significant capsular thickening as well. The origin of deflation of the left implant is not known, and the patient estimates it has been broken for approximately three years. The right implant was replaced with mentor smooth round moderate saline catalog number 3501650 serial number (B)(4). Left implant was replaced with the same style, catalog number 3501650 serial number (B)(4). The patient was never hospitalized related to this case. She is recovering without complications. This report is for the right implant.